Event description:
It was reported an alarm was not heard but confirmed by telemetry. The alarm was due to a pump memory error. It was unknown when it occurred and it was not noted in the event logs. It was discovered at the pump refill on (B)(6) 2014. They re-programmed in the non and critical alarm intervals (set to two hours). Once they programmed back in the alarm intervals they were able to update the pump. It was confirmed that all pump settings were correct and everything was fine. There was a motor stall in the event logs that occurred (B)(6) 2013 at 1105 and recovered 1228 due to magnetic resonance imaging (MRI). A refill had occurred since the MRI and everything was fine. The patient was asymptomatic. No audible pump alarms were heard. The reservoir volume was at 2.7cc prior to the refill yesterday and the pump was refilled with no problems. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).